Manufacturer narrative:
MDR (B)(4). MDR 3003442380-2024-34095. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes and date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set tubing leaking at coupling housing event on (B)(6) 2024 . The infusion set was in use for 24 hours. The blood glucose level was 625mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.